Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to be hospitalized due to diabetic ketoacidosis (dka) high blood glucose (bg) levels >500 mg/dl and vomiting, while wearing the pod on the back between 36 and 48 hours. Multiple corrections were administered at home using the pod but the bg levels did not decrease. At the hospital, the patient was placed on an intravenous (IV) of fluids for dehydration, insulin, potassium, sodium and electrolytes.